Event description:
Reference number (B)(4). Event occurred in spain. It was reported that, the patient had redness in the puncture area, the right abdominal region, for which treatment of oral antibiotic was received. No further information available.